Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned plates and screws. All plates and screws show signs of use including heavy marking/ scratching on the plate and screw surfaces. Two of the plates have fractured. The remaining plate has pulled loose but is still intact. Four screws remain embedded in the plate. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided for the plates. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial procedure approximately six weeks ago. The patient suffered a fall approximately 2 weeks post operation. Approximately one month following the fall, during imaging to evaluate for other injuries, it was found that two plates fractured, and one plate and an unknown size and number of screws loosened from the bone resulting in the plate free floating on one side with loose screws. It is undetermined if the fractures/pull through were a result of the fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D4: based on the information provided, the part number is either 76-2410 or 76-2412. D10: medical product - zimmer biomet ribfix blu 12 hole prebent plate, part 76-2602, lot: unk, qty 2; zimmer biomet ribfix blu 10mm screw part 76-2410, lot unk, qty: 6; zimmer biomet ribfix blu 12mm screw part 76-2412, lot unk, qty: 14. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00201, 0001032347-2023-00202, 0001032347-2023-00203, 0001032347-2023-00206, 0001032347-2023-00207, 0001032347-2023-00208, 0001032347-2023-00210, and 0001032347-2023-00211.